Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the the tube presents leak in enfit connection. There was no patient harm reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 09-mar-2021. One picture was received for the evaluation. Upon visual evaluation, the reported issue has been confirmed. A corrective and preventive action has been initiated to address the reported issue.